Event description:
The patient was in ventricular fibrillation. One shock was delivered via hands free patches. A few minutes after the shock was delivered, the rn was shocked when chest compressions resumed and her hands touched the defibrillation electrode pad. The EKG clip was noted to be touching the defibrillation electrode pad.